Event description:
It was reported that during an intracept procedure, after the physician accessed the s1 vertebral body, the patient vomited, aspirated, and experienced oxygen saturation issues. The physician decided to abort the procedure and flip the patient back over. There was no report of a device-related issue. The patient was doing fine post operatively.